Manufacturer narrative:
As no further information has been received at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) was explanted due to unspecified complications. A replacement sicd was implanted. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) was explanted due to unspecified complications. A replacement sicd was implanted. No additional adverse patient effects were reported. The boston scientific (bsc) local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. Additional information was received from the bsc local area representative confirming there were no patient complications and the device was replaced due to the battery reaching end of life. The device is not being returned as there are no product performance allegations. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information has been received at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) was explanted due to unspecified complications. A replacement sicd was implanted. No additional adverse patient effects were reported. The boston scientific (bsc) local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. Additional information was received from the bsc local area representative confirming there were no patient complications and the device was replaced due to the battery reaching end of life. The device is not being returned as there are no product performance allegations. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. As no further information has been received at this time, our investigation is complete. This investigation will be updated should further information be provided.